Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary IV administration set did not flow. This occurred during infusion of evaquin (500 mg in a 100 ml bag). It was reported that the set was able to prime, but would not flow during infusion. The reporter further stated that ¿only 3 drops would form in the drip chamber and nothing would flow after that.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the issue. A simulated use test was performed and passed successfully with no issues noted. Therefore, the reported condition could not be verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.